Event description:
It was reported by the customer that a pyxis medstation es system the 3f and c-endo stations was displayed an alert that 'disconnected mode: patients and orders may not be current'.the customer reported that there was a delay in dispensing medication to the patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was displayed an alert message that "disconnected mode: patients and orders may not be current". A technical support specialist run the query and restart the structured query language services on the database server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.